Event description:
A manual resuscitator was obtained for use in a code situation. It was connected to an oxygen source with the flow set at 15 lpm. The resuscitator was squeezed and the bag allegedly stuck together and would not refill. Another resuscitator was obtained. There was no pt compromise.